Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, phrenic nerve paralysis occurred. It was noted that to treat the right superior pulmonary vein (rspv), pacing was conducted from the balloon catheter positioned in the superior vena cava (svc) before cooling began, and the capture of the right phrenic nerve was monitored through palpation. Cooling was then initiated, however at approximately 96 seconds after the start of cooling, the palpation of the right phrenic nerve weakened, leading to a double stop. Despite performing the double stop, the strength of the phrenic nerve palpation did not return to the same level as before cooling. It was also observed that during test freezing, an issue was occasionally observed where pressing the stop button on the console failed to stop the freezing process. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported the a chest x-ray was performed to confirm the phrenic nerve paralysis intraoperatively. Additionally, the injury was considered a partial functional impairment (transient phrenic nerve palsy) and the symptoms have resolved.

Event description:
It was later reported that the exact location of the phrenic nerve injury was unknown, the proximity to the phrenic nerve was not known before the start of ablation. Phrenic nerve stimulation was confirmed before the start of ablation and after ablation imaging confirmed that the diaphragm was elevated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10 product ID: non-medtronic product product type: ep catheter product ID: non-medtronic product product type: ep catheter product ID: non-medtronic product product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.